Manufacturer narrative:
(B)(4). Date sent: 12/18/2020. D4: batch # u5c16g. Investigation summary: the analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45w reload present. The reload was received partially fired 1/3 and with the lockout spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4) date sent: 10/23/2020 h10=corrected data=d11: concomitant med products: ets*45 endo lin cut reload wh (tr45w)

Manufacturer narrative:
(B)(4). : batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an appendectomy, the device blocked intraoperatively and did not trigger. No staple line was deployed but the device did cut. There was no reported harm to the patient.